Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the device was not inflating/valve not working. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. The sample was received unused and not in the original teleflex lma packaging. The body of the device was observed to be clean upon receipt. There were no abnormalities of the gluing area or glue delamination observed on the joint of the cuff as related to the complaint. The cuff was deflated and then inflated (returned to normal inflated shape). When attempting to deflate the cuff using a syringe the cuff was unable to fully deflate. The device was immersed into a beaker of water while deflated and inflated the cuff with the corresponding amount of air (60ml). The device was rotated and there were bubbles observed inside the airway tube. The airway tube was removed and the area of the leak was observed to be from a tear on the cuff. The device could be inflated but could not be deflated due to a torn cuff. The possible root cause of the tear was suspected to be due to the use of tweezers during the touch up process. (Continued) other remarks: this process entails removing the hardened glue from the inside of the distal end of the device after the assembly process. A non-conformance ((B)(4)) was opened. The work instruction was revised to include details of the gluing method to avoid excess glue at the top of the distal end before the assembly of the cuff to the airway tube.

Event description:
The event is reported as: the customer alleges the device was not inflating/valve not working. There was no patient involvement reported.